Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. The malfunction has not been confirmed.

Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Ivc marketing representative states that the consumer was stranded as his chair stalled in a crosswalk. MDR filed.